Manufacturer narrative:
The exact expiration date is unknown, however, the physician confirmed that the device was used prior to its expiration date. Reported event of stent lock cannot be locked after bile duct puncture. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2015-03461 and manufacturer report #3005099803-2015-03462 for the associated device information. It was reported to boston scientific corporation that two hot axios stent and delivery systems were used in the gallbladder during a cholecyst-duodenostomy procedure performed on (B)(6) 2015. The patient had a pre-existing condition of cholecystitis. According to the complainant, during the procedure unusual friction was experienced when advancing the delivery system of the first hot axios device (manufacturer report #3005099803-2015-03462) through the working channel of the scope. The physician then had difficulty connecting the handle of the device to the scope. When the physician was advancing the delivery system into the target structure, he experienced friction resulting in uncontrolled advancement of the device. The physician noted that he lost endoscopic view. As the physician was deploying the first flange of the stent, he felt extreme friction causing the distal flange to be misdeployed into the duodenum. The physician then removed the device and attempted to complete the procedure with a second hot axios stent and delivery system (manufacturer report # 3005099803-2015-03461). The physician noted that friction was felt again during the advancement of the delivery system in the working channel of the scope. When the physician attempted to deploy the first flange of the stent, the stopper on the handle slid all the way up without locking and the stent was not deployed. The physician completed the procedure by performing a repeat transduodenal puncture and placed another metal stent with a double pigtail stent inside. The physician stated that 48 hours ((B)(6) 2015) post stent placement procedure, the patient went into shock. It was noted that the patient was leaking bile into the peritoneum. The patient was then admitted for emergency surgery, however, the patient subsequently died before the emergency surgery could be performed. According to the physician, he was unable to perform an ercp due to the patient's frail condition. The two entries of the hot axios devices in the patient's gallbladder resulted in bile leakage and bleeding. The physician noted that there was delayed recognition of the bile leakage due to blood. In the physician's assessment, the bleeding and delayed recognition of the leakage could have contributed to the patient's death.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2015-03461 and manufacturer report #3005099803-2015-03462 for the associated device information. It was reported to boston scientific corporation that two hot axios stent and delivery systems were used in the gallbladder during a cholecyst-duodenostomy procedure performed on (B)(6) 2015. The patient had a pre-existing condition of cholecystitis. According to the complainant, during the procedure unusual friction was experienced when advancing the delivery system of the first hot axios device (manufacturer report #3005099803-2015-03462) through the working channel of the scope. The physician then had difficulty connecting the handle of the device to the scope. When the physician was advancing the delivery system into the target structure, he experienced friction resulting in uncontrolled advancement of the device. The physician noted that he lost endoscopic view. As the physician was deploying the first flange of the stent, he felt extreme friction causing the distal flange to be misdeployed into the duodenum. The physician then removed the device and attempted to complete the procedure with a second hot axios stent and delivery system (manufacturer report # 3005099803-2015-03461). The physician noted that friction was felt again during the advancement of the delivery system in the working channel of the scope. When the physician attempted to deploy the first flange of the stent, the stopper on the handle slid all the way up without locking and the stent was not deployed. The physician completed the procedure by performing a repeat transduodenal puncture and placed another metal stent with a double pigtail stent inside. The physician stated that 48 hours ((B)(6) 2015) post stent placement procedure the patient went into shock. It was noted that the patient was leaking bile into the peritoneum. The patient was then admitted for emergency surgery, however, the patient subsequently died before the emergency surgery could be performed. According to the physician, he was unable to perform an ercp due to the patient's frail condition. The two entries of the hot axios devices in the patient's gallbladder resulted in bile leakage and bleeding. The physician noted that there was delayed recognition of the bile leakage due to blood. In the physician's assessment, the bleeding and delayed recognition of the leakage could have contributed to the patient¿s death. Additional information received from the physician on may 23, 2017: the patient had a failed endoscopic retrograde cholangiopancreatography (ercp) with "pre-cut" that resulted in intraprocedural bleeding and attempted successful endoscopic ultrasound gallbladder drainage. The only leakage noted was intraprocedural (contrast emptying from the gallbladder). Additionally, a hematoma next to the gallbladder was noted intraprocedurally. No signs of peritonitis were present. The patient went into shock caused by severe bleeding from the "pre-cut." The patient underwent an emergency upper gastrointestinal endoscopy 24 hours later, but the bleeding could not be stopped. The patient died 48 hours later. According to the physician, the patient's death was ultimately prompted by bleeding that was unrelated to axios, as determined by repeat endoscopy 24 hours later. It was also reported that the difficulties with axios catheter advancement may have been related to a narrowing of the working channel of the endoscope due to previously unnoticed scope damage. The physician reported that it could not be confirmed if this damaged scope was used during this case.

Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2015-03461 and manufacturer report #3005099803-2015-03462 for the associated device information. It was reported to boston scientific corporation that two hot axios stent and delivery systems were used in the gallbladder during a cholecyst-duodenostomy procedure performed on (B)(6) 2015. The patient had a pre-existing condition of cholecystitis. According to the complainant, during the procedure unusual friction was experienced when advancing the delivery system of the first hot axios device (manufacturer report #3005099803-2015-03462) through the working channel of the scope. The physician then had difficulty connecting the handle of the device to the scope. When the physician was advancing the delivery system into the target structure, he experienced friction resulting in uncontrolled advancement of the device. The physician noted that he lost endoscopic view. As the physician was deploying the first flange of the stent, he felt extreme friction causing the distal flange to be misdeployed into the duodenum. The physician then removed the device and attempted to complete the procedure with a second hot axios stent and delivery system (manufacturer report # 3005099803-2015-03461). The physician noted that friction was felt again during the advancement of the delivery system in the working channel of the scope. When the physician attempted to deploy the first flange of the stent, the stopper on the handle slid all the way up without locking and the stent was not deployed. The physician completed the procedure by performing a repeat transduodenal puncture and placed another metal stent with a double pigtail stent inside. The physician stated that 48 hours ((B)(6) 2015) post stent placement procedure the patient went into shock. It was noted that the patient was leaking bile into the peritoneum. The patient was then admitted for emergency surgery, however, the patient subsequently died before the emergency surgery could be performed. According to the physician, he was unable to perform an ercp due to the patient's frail condition. The two entries of the hot axios devices in the patient's gallbladder resulted in bile leakage and bleeding. The physician noted that there was delayed recognition of the bile leakage due to blood. In the physician's assessment, the bleeding and delayed recognition of the leakage could have contributed to the patient's death.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2015-03461 and manufacturer report #3005099803-2015-03462 for the associated device information. It was reported to boston scientific corporation that two hot axios stent and delivery systems were used in the gallbladder during a cholecyst-duodenostomy procedure performed on november 11, 2015. The patient had a pre-existing condition of cholecystitis. According to the complainant, during the procedure unusual friction was experienced when advancing the delivery system of the first hot axios device (manufacturer report #3005099803-2015-03462) through the working channel of the scope. The physician then had difficulty connecting the handle of the device to the scope. When the physician was advancing the delivery system into the target structure, he experienced friction resulting in uncontrolled advancement of the device. The physician noted that he lost endoscopic view. As the physician was deploying the first flange of the stent, he felt extreme friction causing the distal flange to be misdeployed into the duodenum. The physician then removed the device and attempted to complete the procedure with a second hot axios stent and delivery system (manufacturer report # 3005099803-2015-03461). The physician noted that friction was felt again during the advancement of the delivery system in the working channel of the scope. When the physician attempted to deploy the first flange of the stent, the stopper on the handle slid all the way up without locking and the stent was not deployed. The physician completed the procedure by performing a repeat transduodenal puncture and placed another metal stent with a double pigtail stent inside. The physician stated that 48 hours (B)(6) 2015) post stent placement procedure the patient went into shock. It was noted that the patient was leaking bile into the peritoneum. The patient was then admitted for emergency surgery, however, the patient subsequently died before the emergency surgery could be performed. According to the physician, he was unable to perform an ercp due to the patient's frail condition. The two entries of the hot axios devices in the patient's gallbladder resulted in bile leakage and bleeding. The physician noted that there was delayed recognition of the bile leakage due to blood. In the physician's assessment, the bleeding and delayed recognition of the leakage could have contributed to the patient¿s death. Additional information received from the physician on may 23, 2017: the patient had a failed endoscopic retrograde cholangiopancreatography (ercp) with "pre-cut" that resulted in intraprocedural bleeding and attempted successful endoscopic ultrasound gallbladder drainage the only leakage noted was intraprocedural (contrast emptying from the gallbladder). Additionally, a hematoma next to the gallbladder was noted intraprocedurally. No signs of peritonitis were present. The patient went into shock caused by severe bleeding from the "pre-cut." The patient underwent an emergency upper gastrointestinal endoscopy 24 hours later, but the bleeding could not be stopped. The patient died 48 hours later. According to the physician, the patient's death was ultimately prompted by bleeding that was unrelated to axios, as determined by repeat endoscopy 24 hours later. It was also reported that the difficulties with axios catheter advancement may have been related to a narrowing of the working channel of the endoscope due to previously unnoticed scope damage. The physician reported that it could not be confirmed if this damaged scope was used during this case. Corrected information received on june 26, 2017: the "pre-cut" was a sphincterotomy that was done during an ercp. This ercp was conducted prior to the axios procedure and was for a stone in the bile duct. The ercp and sphincterotomy were unrelated to the axios stent or stent placement. The hematoma was not related to the axios stent. The hematoma was an incidental finding during the procedure when the self-expandable metal stent and double pig-tail stent were placed. The previously reported intraprocedural ¿leakage¿ was bile draining from the gallbladder through the metal stent with double pigtail after they were placed. This "leakage" was unrelated to the axios stent or stent placement.